Manufacturer narrative:
(B)(4). Concomitant medical products: item # 650-1056, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05585, 0001825034-2018-05586, 0001825034-2018-05587.

Event description:
It was reported that approximately 5 weeks post implantation, the patient developed pneumonia and required hospitalization. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc microplasty, catalog #: 51-107120, lot #: unk, biolox head, catalog #: 650-1057, lot #: unk, ringloc m/h radial, catalog #: 13-104052, lot #: unk, unknown maxrom liner, catalog #: unk, lot #: unk, biolox delta taper sleeve, catalog #: 650-1065, lot #: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05584, 0001825034-2018-05585, 0001825034-2018-05586, 0001825034-2018-05587, 0001825034-2018-09326. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.